Event description:
Mesh had to be explanted on (B)(6 )2009 due to seroma/infection.

Manufacturer narrative:
Upon exam, the mesh looked intact except where it had been disrupted during removal from the pt. No c-qur lite coating was visible on the mesh and minimal tissue incorporation had occurred on the mesh due to the seroma. The lot history of the mesh was reviewed and the product was found to have met all specifications. The sterilization records for this lot of mesh do not indicate any issues with sterilization. Seroma formation is a common occurrence in hernia repair, especially after the formation of a large hernia. Soft tissue infections leading to mesh infections are common occurrences in hernia repair. The causes of these infections are numerous but are mostly related to surgical technique and pt health.